Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, and dilated left atrium. A mitraclip xtw was prepared per instructions for use (IFU), inserted without issues. However, due to an aortic hugger, the plus and minus knob were added. The clip was ultimately deployed on the mitral valve. However, after deployment, the clip opened from 5 degrees to greater than 30 degrees. It was noted that the clip remained stable on the leaflets. To further reduce mr, a second clip was deployed, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1157.

Event description:
N/a.